Event description:
The patient reported increased pain. An x-ray was performed which revealed the neurostimulator migrated the distance of one contact. The transmitter settings were changed and the patient is receiving adequate pain relief.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. Additionally, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out. However, migration was confirmed via x-ray. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.